Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The other 6 cases referenced are being reported under separated medwatch reports. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during 7 separate procedures, during removal of 3.0, 3.5, or 4.0 xience prime stent delivery systems (sds), using a 5f non-abbot sheath, difficulties were met after stent deployment and balloon deflation. During sds catheter removal, the balloon could not enter the guide catheter or was difficult to withdraw into the guide catheter lumen. In some cases, the devices were removed as a single unit (guide catheter and sds). The issue only occurred with the xience prime sds in combination with a 5 f guide catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.